Event description:
#11 blade partially broke off in pt's knee upon insertion. Blade retrieved (3 pieces) using metal retriever & mini c-arm. Extended anesthesia time 1 hr. No elements of metal noted w/ final mini c-arm x-ray.